Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated they had arctic sun device that had flow issues on the floor. They ran a calibration on it and it passed. However, when they tried running the system with pads connected, get low flow/air leak alarms.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. A DHR is not required as this is not an out-of-box failure. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated they had arctic sun device that had flow issues on the floor. They ran a calibration on it and it passed. However, when they tried running the system with pads connected, get low flow/air leak alarms.